Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient aborted therapy. The initial drain was 475ml; total fill 9433ml; total drain 14587ml; total ultrafiltration 5164ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). . The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated-use testing. The device was determined to meet functional performance specification requirements per rite testing and successfully completed the simulated therapy. Internal and external visual inspections were performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.